Manufacturer narrative:
It was reported that the dental implant had fractured. Therefore, because of a risk of serious injury, this event is reportable per 21 cfr part 803. Two implant fracture complaints ((B)(4) and (B)(4)) were received for the same article and the same batch at the same date for the same account, same position and same implantation and explantation date. These complaints were deemed to be duplicates and reported once in this report. Confirmation from the clinic was requested but not yet received. Please see communication attached. In case any new or additional information will be received, a follow-up report will be sent. The device was not received back from customer. Product return is requested, and product will be evaluated after receipt. In case any new or additional information will be gained from this investigation a follow-up report will be sent. We will continue to track and monitor the trend.

Event description:
Implant fractured.